Event description:
The article lists one case of infection related to specify lead (crps). No additional information was provided concerning patient symptoms and outcomes. Journal reference: rosenow, md, et al. "Failure modes of spinal cord stimulation hardware." J. Neurosurgery: spine/volume 5, 2006; 183-190.